Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for the suture needle breaking during use was confirmed. Returned by the customer was one broken suture needle. The needle was inspected under magnification; the needle tip was typical in appearance. The proximal end of the needle was missing a section of the needle where the thread is attached. The missing section of the needle was not returned with the remaining needle. The appearance of the needle's proximal end had a broken appearance. A device history records review was performed with no evidence to suggest a manufacturing related issue. Since the suture needle is a purchased component, the probable cause of this issue is supplier related. Further investigation of this issue has been initiated.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that when securing the catheter with the suture, the suture needle broke. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.